Event description:
The reporter stated, the surgeon inserted an aq2003v three piece silicone lens. Haptic noted to be broken after lens was inserted into eye. Incision was enlarged to remove lens and suture was required. Another same model lens was used. Reporter stated, it was loading error by the tech.

Manufacturer narrative:
(B) (4). (Incision sutured). (B) (4).